Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. Upon investigation the rear and front response buttons were intermittently functional. The cause for the intermittent rear response switch was a creased ribbon cable. The cause for the intermittent front response switch could not be positively identified. The root cause for the creased response button ribbon cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a patient's monitor were not working.